Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 6fr angio seal device was returned to terumo medical corporation for product evaluation. The returned device included header bag, hemostasis sheath, arteriotomy locator, wire guide and carrier tube. The device was visually inspected and found to have been in unused condition with no visible signs of blood. The locator was found to have been bent at the blood inlet hole. No other damage or issues were identified. The complaint was able to be confirmed for a bent locator. The exact root cause cannot be determined. The likely cause was determined to have been damage sustained by the device due to handling during device unpackaging. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that during a completed procedure, a 6 french angio-seal device was opened onto the sterile field. Upon inspection, a kink was observed in the dilator at the location of the inlet holes. The device was not used. A second angio-seal device from the same lot was opened and successfully used to close the arteriotomy. No issues were reported with deployment or hemostasis. Estimated blood loss was less than 250cc.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.